Event description:
It was reported that the patient underwent a gynecological procedure in 2004 and mesh, ams sparc, bard align, boston scientific obtryx, and coloplast aris were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh, ams, sparc, bard align, boston scientific obtryx and coloplast aris were implanted concurrently with cystoscopy due to complex incontinence. It was reported that following insertion the patient experienced infection, pain, erosion of her internal bodily tissue , urinary problems, recurrence and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient had bladder suspension in 2007.